Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges had fallen off of the pump. Customer's blood glucose level was between 130-240mg/dl. Reportedly the cartridges were getting caught on pump case. Customer removed case and issue was resolved.